Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via pone call that they experienced hyperglycemia. Customer's blood glucose level was 600 mg/dl. Customer had blurry vision. Customer declined to review the most recent bolus history to ensure boluses were accounted for and entered accurately. Customer reported that the insulin pump passed all tests. Customer did high pressure test and it was also pass. Insulin pump will not be returned for analysis.